Manufacturer narrative:
(B)(6).

Event description:
Philips received a complaint on the v60 ventilator indicating that the device restarted unexpectedly. The device was reported to be in use at the time of the reported problem. No patient or user harm reported. The patient information from the time of the event was not disclosed. The customer stated that the device was being used when a physician approached the device to adjust its settings and the screen went black. It was not known if an alarm occurred during this initial observation. The device produced a "restarting" message, after which the device returned to operating as expected. The device was then inspected again and the "restarting" message still showed, with a low priority alarm alleging to be occurring during the second inspection. The "restarting" message was cleared once the device was powered down and then back on. The device was then withdrawn from use to be evaluated. This investigation is ongoing.